Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection, red adhesive tape is observed on the blister packaging. During the packaging process adhesive tape is used when a paper roll is changed, the operator attaches a portion of the end of the empty roll to the new roll using this tape. There is a detector in the packaging machine to identify this union and automatically send this portion of paper to a rejection ramp. As the lot involved in this incident is unknown, a device history review could not be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of this incident was determined to be a failure in the detection system which did not properly identify and reject this portion as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: DHR is not possible to review because we do not know the lot number. This adhesive tape is used in packaging process during the change of paper roll. At the end of paper roll, last meter of paper is attached by operator to a new paper roll using adhesive tape. There is a detector in packaging machine to detect automatically this union and reject this index to scrap by ramp system. A failure in this ramp system or detector performance has caused this defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in the last pallet of the lot. Assembly: once in the first pallet and once in the last pallet of the lot. Primary packaging: once in the first pallet and once in the last pallet of the lot. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with failure in rejection ramp system or union detector performance. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: failure in rejection ramp system or union detector performance in packaging machine. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that an unspecified number of bd plastipak¿ 20 ml syringes experienced damaged or open unit packaging/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a quality defect observed on bd plastipak 20ml syringes ref 300613 lot190 . (Illegible continuation) which were delivered to us recently. The packaging of these syringes was not sealed, the paper side was lined and covered with red tape which apparently prevented the printing of the batch number on these units.